Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient underwent replacement of bearing to hmrs bearing (6465-6-018) due to wear for kmfr components on (B)(6) 2015. The replaced bearing was implanted on (B)(6) 2002. The reason why hmrs bearing was used for the operation of (B)(6) 2015 is that the sales rep checked the sales history of (B)(6) 2002 operation and he ordered same bearing (hmrs).

Manufacturer narrative:
Patient underwent revision surgery on (B)(6) 2002 where a kmftr bushing was explanted due to wear and replaced with hmrs bushing (off-label use). The patient underwent revision surgery again on (B)(6) 2015 where the reported device in this investigation was replaced with another hmrs bushing (off-label use again). It was noted when reviewing the hmrs operative technique (revision of the knee axis) , ref # 6367-9-984li, that "if the original components are the older kmftr type, then the kmftr revision bushing (catalog no: 6466-9-245) must be used and in combination with the revision set of 6 spacer rings (catalog no: 6466-9-265)." Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient underwent replacement of bearing to hmrs bearing (6465-6-018) due to wear for kmfr components on (B)(6) 2015. The replaced bearing was implanted on (B)(6) 2002. The reason why hmrs bearing was used for the operation of (B)(6) 2015 is that the sales rep checked the sales history of (B)(6) 2002 operation and he ordered same bearing(hmrs).